Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed power loss alarm. Customer's blood glucose was unknown. After troubleshooting, device alarmed power loss alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was returned for power loss alarm. The power loss alarms, low battery alarms and power system error confirm in the long trace file. The power management graph shows and the detailed trace analysis confirmed power loss alarms, low battery alarms and then power system error was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump had a minor scratched display window and scratched case. The insulin passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test.